Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6), 2008 that there was a loss of therapeutic effect, not feeling stimulation. Pt was getting up every 1.5-2/5 hours to use the bathroom. He started experiencing more frequent urination about one week prior. No falls were reported. Pt reported he could feel the stimulation initially when the device was turned on for about a week and then it stopped working. On (B)(6), 2010 pt stated he used to be able to sleep 6-8 hours between voiding at night. Pt experienced more frequent urination during the night approx 1 week ago. No falls were reported. Pt had symptoms of wooziness and no strength. Adjusting parameters to 3.5. Reported not seeing the lightning bolt (on/off control). Pt reported meeting with a nurse and company rep. The device was not reprogrammed but was still having problems with the device with no surgery planned. On (B)(6), 2010 helped pt change from program 2 to program 1 and they increased it to 4.0 when they got the sign they needed to replace the batteries to the pt programmer. On (B)(6), 2010 pt reported not being able to adjust stimulation with or without antenna attached.